Event description:
It was reported that during a lap sigmoidectomy, the acral part of the clip crossed and jammed when the jaws were approached to the blood vessel. The doctor did not put an extra load on the jaws and these were not hit against something. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/30/2012. Additional information was requested and the following was obtained: was the clip feeding into the jaw sideways? No. Which firing of the device did this event occur on? 1st. Was the clip fully advanced into the jaws prior to firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No information. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.